Manufacturer narrative:
The customer¿s report of tubing set separated and leaked during priming was confirmed. A photo provided by the customer shows that the vinyl tubing was completely separated from the smart site inlet port. Previous investigations have concluded that the root cause of tubing separation issues complaints have concluded to be due to insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Event description:
It was reported that the tubing set separated and leaked at the most distal y-site, during priming. The customer further stated that the tubing set was not attached to the adult patient at the time of the event, therefore; there was no patient involvement.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set separated and leaked at the most distal y-site during priming. The customer further stated that the tubing set was not attached to the adult patient at the time of the event, therefore there was no patient involvement.